Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused fentanyl during a patient infusion at the medical intensive care unit. At start of shift pump infusing fentanyl was programed for a volume of 45 cc (bottle appeared to be new/full). Later in the afternoon volume left on pump read 11 cc but fentanyl bottle was still completely full and no drips were falling in drip chamber. There were no alarms alarming on the pump all day. During the customer clinical engineering (ce) interrogation the tubing was removed from pump and reset into pump thereafter drips began dripping. It was reported that after his event the pump was working properly and the patient was properly sedated. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a device history review revealed no issues that could have caused or contributed to the reported issue. A review of the event history log identified that a vtbi of 45 ml was not present on 08-mar-2021 as reported by the customer. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.